Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and death; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. No medical records, autopsy, or death certificate have been provided. While the attorney reported the patient died, there is no allegation that the patient¿s death was caused or contributed by the device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol sepramesh ip. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the attorney alleges patient experienced emotional distress, the device was defective, and wrongful death.